Event description:
It was reported, that the patient presented remotely via merlin.net transmission. Upon review, the patient's right ventricular lead exhibited noise over-sensing. Resulting, in brief instances of pacing inhibition. The patient did not report any symptoms as a result of the pacing inhibition. The patient reported, having an unrelated severe cough around the time the episodes were first reported. However, the physician was uncertain if the cough was related to the noise given the lead's age. On (B)(6) 2024, the lead was capped and replaced without issue. The patient was discharged, following the procedure.